Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a broken proximal femoral nailing system (tfna) nail and was replaced with dynamic hip system (dhs). The procedure outcome and patient status were unknown. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1). This report is for one (1) 12mm/ 125 deg ti cann tfna 320mm/ right - sterile. This is report 1 of 1 for (B)(4).